Event description:
Patient reported right side reoperation due to malposition. Patient reported "not enough milk production." Patient additionally reported "dystonia", which is not device-related. Healthcare professional reported right side capsular contracture, baker grade unknown. Healthcare professional also reported on behalf of the patient right side rupture, which is not confirmed. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and rupture.